Event description:
Complainant reports an under delivery. It was reported that the intended delivery was 900 ml over a time frame of 10 hours at a rate of 90 ml/hr. The reporter stated that the actual amount delivered was 0 mls/hr.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.